Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that there has been a gradual rise in impedance measurements. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a gradual rise in shock impedance is indicative of growth on the lead coil, not a lead fracture, and explained how energy will travel on a high energy shock. Ts also provided guidance that it is important to talk with medtronic, the manufacturer of the associated cardiac resynchronization therapy defibrillator (crt-d) device, about the delivery of energy and what occurs if the impedance gets too high. The lead remains in-service. No patient symptoms or adverse patient effects were reported.